Event description:
It was reported that during preparation of the 3.0 x 12 mm rx trek dilatation catheter, cath lab staff noted multiple air bubbles in the dilatation catheter and a popping noise was heard. The device was then advanced into the patient anatomy through a saphenous vein graft through the mid right coronary artery. The balloon was inflated and a rupture occurred on the first inflation at unknown atmospheres. The dilatation catheter was removed without resistance. There was no adverse patient effect and no clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.device use after damage, contrary to instructions for use.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood and contrast in the balloon, consistent with a leak or rupture while in the anatomy. The balloon was loosely folded, indicating that it had been inflated. There was a longitudinal tear in the inner member 1.8cm proximal to the proximal balloon marker. A review of the lot history record for the device confirmed all lot release testing met specifications and revealed no non-conformances that would have contributed to the tearing of the inner member. A query of the complaint handling database for the reported lot revealed no other incidents reported for this lot. This type of reported event will continue to be monitored per local quality system procedure.